Event description:
The device was applied during a laparoscopic bowel resection procedure. The instrument was diffcult to remove. The surgeon manually manipulated the device of the tissue without incident. The surgeon applied another device to complete the procedure. Expiration date: 8/31/2001.